Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump alarmed false downstream occlusions. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The reported condition was verified. The device was found out of specification in relation to the reported false downstream occlusion alarms, which was reproduced during evaluation. A review of the event history log identified false downstream occlusion alarms. The cause was determined to be the out of specification downstream pressure readings. The force sensor was replaced to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.